Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated the incorrect suspect medical device information. This report is being submitted to correct this. Mode, serial#, lot#, expiration date, corrected data: previously submitted MDR indicated the incorrect suspect medical device information. This report is being submitted to correct this. Device manufacture date (mo/day/yr), corrected data: previously submitted MDR indicated the incorrect suspect medical device information. This report is being submitted to correct this.

Event description:
It was reported that the patient was hospitalized three days following generator replacement surgery for tachycardia. It was reported that the patient had experienced tachycardia prior to the replacement surgery as well. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Attempts for additional information were unsuccessful.